Event description:
It was reported that the patient underwent surgical intervention wherein the lead was explanted on (B)(6) 2023 that had remained implanted following an ipg explant (related manufacturer reference number: 1627487-2019-08672).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.